Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) alleging his one touch ultrasmart meter would not power on. This complaint is being classified based on the customer care advocate (cca) documentation, since the patient could not be reached by phone to obtain additional information. The patient stated the alleged power issue began in ¿(B)(6) 2012¿ around 2:15 p.m. The patient manages his diabetes with insulin (lantus, novolog; self adjuster) and stated he continued with his usual daily dose of medication (lantus 48 units 2 times a day; novolog 15 units 3 times a day) in response to the alleged issue. The patient reported, ¿a couple weeks after¿ the alleged issue occurred; he developed symptoms of ¿sweaty and shaky.¿ it is not known, if the patient received any medical treatment. At the time of troubleshooting, the cca discovered that the subject meter was damaged due to misuse. The patient stated the ¿roof fell on it.¿ replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of a serious injury after the alleged meter issue began.